Manufacturer narrative:
(B)(4). D10: cat#: 00877703203, lot#: 3120605, bioloxâ® option, head. G2: foreign: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately nine months post-hip surgery, the patient underwent a right hip revision due to greater trochanter fracture and abductor deficiency, a large tear was noted. During the procedure, there was trunnionosis on the stem trunnion. The cup and stem were retained and a constrained liner placed. Attempts have been made and no further information has been provided.